Event description:
The customer reported being hospitalized for fibromyalgia and high blood glucose. The blood glucose reading at time of call was 105mg/dl. Also, the customer reported that the insulin pump shut off. Troubleshooting was performed. Programming and basals were correct. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.